Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate neck. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. No further investigation is required.

Event description:
The patient was revised following a diagnosis of altr. Infection was diagnosed - strain s. Lugdunensis. The patient was reported to be symptomatic. Spacer placed 2 stage revision or infection necrotic tissue found, before work up for altr routinely performed. Post revision, the following measurements were made: cobalt 0.8; chromium 0.1. Comparable values are not available prior to revision surgery.

Event description:
The patient was revised following a diagnosis of altr. Infection was diagnosed - strain s. Lugedensis. The patient was reported to be symptomatic. Spacer placed 2 stage revision or infection necrotic tissue found, before work up for altr routinely performed. Post revision, the following measurements were made: cobalt 0.8; chromium 0.1. Comparable values are not available prior to revision surgery.